Event description:
Update: the material has been updated to nx060z - as tibia extension stem 10x52mm cemented. This device is now considered to be an involved component. On (B)(6) 2018 and (B)(6) 2019 a right total knee arthroplasty (tka) had been performed. On 30dec2021 a left tka was performed. Associated medwatch reports: nx011z (aesculap ag reference (B)(4); 9610612-2026-00039), nx031z (aesculap ag reference (B)(4); 9610612-2026-00054), nx053z (aesculap ag reference (B)(4); 9610612-2026-00049). Involved components: nx060z/ as tibia extension stem 10x52mm cemented (aesculap ag reference (B)(4): 9610612-2026-00034). Unknown component aesculap ag vegal knee system implant (aesculap ag reference (B)(4)). Nx062z/ as tibia extension stem 12x52mm cemented (aesculap ag reference (B)(4)). Nx220/ vega ps+ gliding surface t2/2+ 10mm (aesculap ag reference (B)(4)).

Manufacturer narrative:
Additional information: a3 - gender, b5 - description updated, b6 - test data, b7 - medical history, d1&2 - brand name, common device name, product code, d4 - material code, batch number, expiration date, d10 - involved components, g4 - 510k, h4 - expiration date.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving an unknown aesculap ag knee implant system. Specifically, it was reported that there was postoperative loosening. A revision surgery had been planned. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).